Manufacturer narrative:
Pump passed the displacement test however failed in backlight verify during self test due to el panel defect noted.

Event description:
It was reported that the insulin pump had back light anomaly. The light on the insulin pump had no longer been turned on. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.